Event description:
Customer reported difficulty removing medical device and experienced cramping several hours prior to removal. They sought medical assistance for removal and needed to use medical instruments for removal. During the removal process, the disc portion broke under the pressure of clamps. The harder rim and retained disc portion remained stuck, requiring further intervention to resolve. The customer reported mild vaginal pain and discomfort due to several removal attempts using instrumentation. They also reported experiencing cervical bleeding and pain due to instrumentation, nausea, lightheadedness, odor, inflammation, tear/laceration/other injury, and pressure. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.

Event description:
Customer reported difficulty removing medical device and experienced cramping several hours prior to removal. They sought medical assistance for removal and needed to use medical instruments for removal. During the removal process, the disc portion broke under the pressure of clamps. The harder rim and retained disc portion remained stuck, requiring further intervention to resolve. The customer reported mild vaginal pain and discomfort due to several removal attempts using instrumentation. They also reported experiencing cervical bleeding and pain due to instrumentation, nausea, lightheadedness, odor, inflammation, tear/laceration/other injury, and pressure. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.